Event description:
The patient experienced a return of pain symptoms 2 days after a magnetic resonance imaging. The patient was unable to travel to their hcp due to a snow storm. The patient requested and was provided physician listings.